Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x16mm promus element ¿ drug-eluting stent was advanced for treatment. However, during the procedure, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element mr ous 3.50 x 16mm stent delivery system (sds) was returned for analysis. The device was returned loaded on a mandrel. The proximal end of the mandrel was kinked; the damaged portion of the product mandrel was cut off in order to remove the mandrel from the device. A visual examination of the stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. Identification, inspection and testing are performed according to documented procedures. General inspection elements include visual inspection, dimensional inspection, and functional inspection. This includes a review of documentation to ensure that all required in-process and final inspection and testing have been completed and all acceptance criteria are met. There is no evidence that the device failed to meet specification prior to shipping therefore an additional device history record (DHR) review is not required at this time. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x16mm promus element ¿ drug-eluting stent was advanced for treatment. However, during the procedure, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.